Event description:
It was reported that the atrial lead exhibited capture anomaly. The lead helix would not extend and the lead had dislodged when repositioning. The lead was capped and replaced successfully. No patient's adverse event was reported.